Event description:
Toothette suction oral swab was used by the nurse to provide oral care to an unresponsive patient who had a tracheostomy. The patient bit the tip off completely, and swallowed it. Ent visualized the piece behind the uvula. Sedation was given, and the piece was removed using a laryngoscope. There was no change in the patient's condition related to this event.